Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The submitted log files revealed that while connected to battery power, on (B)(6) 2025, at 23:50:34, a low power advisory alarm activates. The alarm progresses to a low power hazard by 2:15:24 and a no external power alarm by 2:31:14. The backup battery begins to support the system by 2:31:14 and remains supporting the system until 4:45:14. Lvad_off alarms activate on 4:44:16 and remain active until the system powered down. The observed sequence of events is consistent with full depletion of the 14 volt backup batteries and the internal 11 volt backup battery. The controller is powered back up on (B)(6) 2000 and controller clock corrupt alarms are observed. This is consistent with full backup battery depletion. The pump ramps up to the set speed by 0:00:05, on (B)(6) 2000. Low flow alarms are captured throughout on (B)(6) 2000 and will be addressed further under the corresponding pump investigation. A no external power alarm is captured at 1:48:28, and consistent with disconnection of both power cables from external power and the controller is shutdown by 1:48:36. No other notable events or alarms were captured, and the controller appeared to be operating as intended throughout the log file. The system controller (B)(6) was not returned for testing. Provided information indicated that the patient had expired due to cardiac arrest on (B)(6) 2025. Additionally provided information indicated that to the accounts knowledge, the device functioned as intended. A root cause for the no external power event was determined to be full depletion of the 14-volt batteries. The root cause of the full battery depletion cannot be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and the patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory, low voltage hazard, power cable disconnect, no external power, and backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to power the system controller. Heartmate 3 instructions for use, section 5 entitled ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 entitled ¿system operations¿, explains how to properly replace the backup battery. Section 2 of the IFU, entitled ¿system operations¿, explains the operation of the controller backup battery. This section informs the user the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away at home. Interrogation of the lvas showed the pump was off due to no external power. Log files were review by tech services. Log files appeared to capture low voltage advisory and hazard events that were not responded to, depletion of the 14-volt batteries, initiation of emergency backup battery usage, depletion of the ebb, and finally pump stop. Log file review also captured power being restored at an unidentified amount of time later with the pump resuming operation for 1 hr 48 mins, followed by a driveline disconnect and pump off.